Event description:
It was reported that shaft break occurred. The patient presented with acute coronary syndrome (acs). The 90% stenosed target lesion was located in a mildly tortuous and mild to severely calcified vessel. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure despite of multiple attempts the device failed to cross the lesion. The device was pulled out and removed from the patient body but as it is taking out over the wire, it was found that the shaft snapped near the hypotube and polymer connection. The procedure was completed with a different device, and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon was tightly folded. There were numerous kinks to both the hypotube and the shaft of the device. At 10.7cm distal to the midshaft bond, the shaft was separated. The shaft was stretched down for a length of 9.2cm proximally from the separation. Product analysis confirmed the reported separation, as there was a shaft separation. The damage could contribute to the reported difficulties crossing the lesion; however, the reported no cross in the lesion could not be confirmed as the clinical circumstances could not be replicated.

Event description:
It was reported that shaft break occurred. The patient presented with acute coronary syndrome (acs). The 90% stenosed target lesion was located in a mildly tortuous and mild to severely calcified vessel. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure despite of multiple attempts the device failed to cross the lesion. The device was pulled out and removed from the patient body but as it is taking out over the wire, it was found that the shaft snapped near the hypotube and polymer connection. The procedure was completed with a different device, and no patient complications were reported.